Manufacturer narrative:
Product complaint(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a total hip replacement the angled reamer driver connect was slipping during use. It couldn¿t be used to ream the acetabular. No fragments were generated. The procedure was completed successfully with no delay, patient consequences or other medical intervention needed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: loan item- angled reamer driver #259808160 connect was slipping during use. Couldn¿t use to ream acetabular. The product was not returned to j&j medtech orthopaedics; however, photos were provided for review. See attachment (image.jpg). The photo investigation revealed the ang drive shaft ass dual coupl with signs of usage and organic debris over its surface. However, no observations pertaining to the nature of the reported event could be identified. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the photographs attached are insufficient to draw a conclusion about the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Device history batch: null. Device history review: null.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: loan item-angled reamer driver #259808160 connect was slipping during use. Couldn¿t use to ream acetabular. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection revealed the following damage over the ang drive shaft ass dual coupl's hudson adaptor: the edges of the head deformed; the neck stripped; and the metal prongs worn off. Deformation of the hudson adaptor's head, can be attributed to unintended use error by use of excessive force while trialing or by assembling the device in a misaligned position, which lead to overload of the device material. Stripped patterns and the wear observed on the metal prongs were identified as end of life indicators, damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was not performed since it was not applicable to the complaint condition. Functional test was performed using the hudson adaptor/conector from a j&j medtech orthopaedics sample (t-handle, d200142000). Functional test revealed undesired movement between the device and this mating component, condition most likely traced to the damage, previously observed, on the ang drive shaft ass dual coupl. The overall complaint was confirmed as the observed condition of the ang drive shaft ass dual coupl would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.